Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. Damage to the plunger tip was observed on the returned photo. Photo provided shows what appears to be an autonome nozzle. The plunger is advanced outside the nozzle tip. There appears to be damage to the plunger tip. We are unable to determine the root cause for the reported complaint "trailing haptic was stuck on inj, tip of inj noted to be bent & def". The product was not returned for analysis. Trailing haptic may become stuck: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on our observation of the attached photo, there is damage to the plunger tip. As the product was not returned for analysis, definitive determination of the reported complaint cannot be made. In addition to this, all plungers are 100% inspected as per approved manufacturing procedures at the vendor site and the observed plunger damage would not meet the release criteria. Based on this investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, was inserting the lens, the trailing haptic was stuck on the injector. They revised the tip of the injector and noticed that it was bent and defective. No harm to patient and case still went well. Additional information has been requested and received stating that the procedure completed on the same day with new lens. The surgeon prognosis stated that patient was fine.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).